Event description:
It was reported that during an atrial lead revision procedure, the right ventricular lead exhibited loss of sensing. The lead was capped and replaced. The procedure was completed without difficulty. The patient was awake and alert post procedure.

Manufacturer narrative:
.